Event description:
It was reported that during a laparoscopic cholecystectomy, while clipping the cystic duct, the device got stuck. Used another device to pry the device off the tissue. There was no trauma to the tissue. Used a new device to complete the procedure. No reported impact to the pt.

Manufacturer narrative:
.